Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4)- incomplete. The expiration date is not currently available.

Event description:
It was reported via phone by the sales rep that during an acl procedure, the doctor inserted the intrafix advance sheath fine, but when he tried to insert the 9x30 screw, it appeared to be too long. The doctor removed the screw and sheath, but didn't realize the entire sheath was not removed until he attempted to insert the second sheath and screw (9x23). The doctor stated it didn't feel right, and when he looked at the graft, saw that part of the first sheath was pushed up in the graft. The doctor removed everything and then used a 10x23 milagro to complete the procedure. There were no patient consequences, and this issue delayed the procedure 15-20 minutes. The customer discarded the devices.

Event description:
It was reported via phone by the sales rep that during an acl procedure, the doctor inserted the intrafix advance sheath fine, but when he tried to insert the 9x30 screw, it appeared to be too long. The doctor removed the screw and sheath, but didn't realize the entire sheath was not removed until he attempted to insert the second sheath and screw (9x23). The doctor stated it didn't feel right, and when he looked at the graft, saw that part of the first sheath was pushed up in the graft. The doctor removed everything and then used a 10x23 milagro to complete the procedure. There were no patient consequences, and this issue delayed the procedure 15-20 minutes. The customer discarded the devices. Additional information additional information obtained from the sales rep: if breakage occurred near surgical site, how were fragments retrieved? The fragments were retrieved with a grasper and a clamp. How was the procedure completed? We first tried to use a smaller 9x23 intrafix advance br, however, we realized some piece of the 30mm sheath was still present. That extra piece of the 30mm intrafix advance sheath was removed with a arthroscopic grasper from inside the joint. The 23mm screw and sheath were removed as well. Were alternatives readily available? 9x23 intrafix advance, milagro 10x23 were available were there any procedural or patient anatomy factors which may have contributed to the breakage? A short tunnel (less than 30mm) contributed to why the 9x30 intrafix advance screw had to be removed. Is surgical intervention planned? I am not aware of another procedure being scheduled for this patient. Any patient impact? I am unaware of any patient impact aside from extra time taken during the case. What was the patient¿s bone quality? Patient had good bone. Was the insertion off axis? No . Was the same bone hole used to complete the procedure? Yes . Was the implant removed or was any debris left in the patient? Ultimately, by the end of the case, before closure. Yes it was.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. The complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. It was reported that the implant broke. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. A review into the depuy mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. Based on the information available this complaint will be accounted for and monitored via post market surveillance activities. However, if additional information is made available, the investigation will be updated as applicable. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).